Event description:
Chair not stable or safe to power. Broken parts. Causes extreme pain. Not able to power. Not safe. Causing injury; "freakout". Missed days from school. No seat. Pt has and is being discriminated against directly and through contract. Neither wheelchair allows pt transportation, "place of public accommodation." Her rights as a disabled person are continually being ignored causing her undue burden. Mother will not be responsible for any more physical danger befalling pt from defective, dangerous, and constantly falling apart wheelchairs. "Everyone is ignoring child's enduring pain and injury both chairs are causing her." In fact, child has been ignored as a person through all of this "completely". None of her concerns have ever been taken seriously, except by her drs. The chairs are a safety hazard. Mother has written several letters pleading child's case, the state of the two chairs. Yet they still sit here falling apart day by day giving her extreme pain. It's not the look of a chair, it should be the actual effect the chair is giving child, not persons who stand off from afar and say "it looks?" Child does not need predjudice or personal opinion. Fact: chairs are not safe for child. Fact: chairs cause ongoing pain that child has and is enduring which is caused solely through the chairs. Fact: parts are defected, worn and not the parts found to have originally been placed on wheelchair. Have written documents video tapes and pictures to prove. Her hip and scoliosis are on med record. When recurring, all lead back to cause, being both chairs. Neither chair gives child the support she medically needs. This subject everyone agrees upon. Rptr knows these chairs are a direct threat to child's physical being. Causing child to be even more disabled than she is. Child is being discriminated against; this is totally obvious. The issue for rptr is the child's safety. How many more parts have to fall off her chair or brake. How much more pain must child endure before someone will help "my only child". Rptr repeats, "I take no responsibility for either chair. I can't fix them. I can only watch them continue to fall apart, being unsafe and pray that these chairs are fixed before child is permanently harmed any further."